Event description:
It was reported that during a shift check, the autopulse platform did not power on when autopulse li-ion battery with serial number (sn) (B)(4) was used. The status light-emitting diodes (leds) on the battery illuminated green, indicating that it was fully charged. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse battery in complaint was returned to zoll on 12/19/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Manufacturer narrative:
Investigation results for the returned battery as follows: the reported complaint was confirmed and attributed to the battery not having been charged for over 40 days. Per the li-ion battery labelling, li-ion batteries left outside of the multi chemistry charger for more than 4 weeks may be subject to irreparable damage. Furthermore, per the "warning" found in the autopulse power system user guide, "always charge a stored battery before placing the battery in active operation. Battery may self-discharge when not in use. Failure to charge a battery before use may cause device power failure. In no case should any battery be used if it has not been charged within 2 days." "Zoll recommends that users change autopulse li-ion batteries daily or after each use. Charged autopulse li-ion batteries left for an extended period in the autopulse or as a spare may not have sufficient capacity to operate effectively."